Manufacturer narrative:
The returned product was patent. The device did not meet the requirements for leak testing as the drainage bag luer connector was fo und to be broken. The instructions for use (IFU) that accompany the device caution that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, allow to air dry completely prior to connecting the system.¿ the IFU also cautions ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur.¿ all edms devices are 100% leak tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that there was a rough connection between the drainage bag and the system. According to the report, when returning to the room, the drain was on the floor. Reportedly, the drainage bag fell completely off when the nurse went to empty the bag.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported the system was replaced bedside using sterile technique. According to the report, chloraprep was used to clean the connections and there were no accidental pulls on the tubing. Reportedly, there was no harm to the patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.